Event description:
It was reported that the patient had secondary "burns" that were identified once the pico was removed after 7 day treatment.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. (B)(4).